Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the power supply is faulty. No patient involvement reported.

Manufacturer narrative:
Event date: (B)(6) 2015. MFR received date: 02/05/2016. This power supply was tested and no faults were identified. This report is being submitted as part of the remediation for CAPA (B)(4).